Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology slight tortuosity with slight calcification in the iliac arteries. It was reported that the stent graft system was successfully deployed in the patient. It was reported at the end of the procedure the physician could not feel a right femoral pulse. The angiogram demonstrated a blood clot in the right iliac artery. The physician inserted a fogerty balloon catheter to remove the clot. The physician inserter the fogerty balloon catheter twice and the occlusion resolved. Upon removal of the balloon catheter a piece on intima came out with the balloon catheter. It was reported that the iliac artery was slightly dissected. It is possible that the cause of the dissection in the right iliac artery occurred with the introducer sheath that was inadvertently advanced without the dilator. The physician elected to place another aneurx iliac stent graft for support and to prevent a rupture in the weekend iliac artery. The case was completed and there was good bi-lateral pulse. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Results: lack of information (no operative notes or films were provided), inherent risk of procedure (occlusion), caused by another drug/device (dissection) introducer sheath) conclusions: lack of information (no operative notes or films were provided) another device cause failure (dissection) introducer sheath.